Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2026-01019 - device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced leakage of cannula event on 17 feb 2026. The site of insertion was abdomen. Due to the event, the patient experienced reddness with small bruised area around the insertion site. The leakage was at insertion site. No further information available.